Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when a nurse opened a package, the inner cylinder of this product had been broken. Opened another. No patient involved. The event occurred before a surgery.